Event description:
It has been reported that the physician implanted two devices in 2008. The devices have not dissolved. The patient requested that the devices be removed. The devices were explanted in 2009.

Manufacturer narrative:
Explanted material was returned to the manufacturer, however, an investigation has concluded that the returned material does not appear to be a device manufactured by coapt. Additional communication with the physician has been initiated to determine the identity of the returned material. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. The complaint rate for this lot is not abnormal for this device. If additional information becomes available, it will be submitted in a supplemental report.